Event description:
Additional information was received that this left ventricular (lv) lead displayed high thresholds and no capture at maximum output. The plan is to reprogram the device to provide therapy support in the right ventricle (rv) only, since the lv lead is no longer capturing. No further actions were taken, and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range pacing impedances of greater than 2500 ohms in the left ventricle (lv). The lv pacing impedances were greater than 2500 ohms in all vectors. The trend data shows the lv pacing impedance was greater than 2500 ohms for the full year of available data. The sensing and threshold measurements were within normal range, which likely meant the lead was functioning. A x-ray was performed to assess lead position, but based on the image, it did not appear the lead position had anything to do with the high impedance measurements. The decision was made to continue monitoring the patient on a regular basis. No further actions will be taken at this time. This lv lead remains in service and there were no adverse patient effects reported.